Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed to address loosening of the prosthesis. During the surgery, the stem was removed and did not require any particular maneuver for extraction. Once the stem was extracted, the operator noticed the lack of the w / gription coating on the anterior portion of the stem. The canal was washed and cleaned and a different femoral stem was implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: visual examination of the returned device cannot confirm, the reported allegation. However, the gription coating is absent on the anterior aspect of the device. With the provided information is not possible to confirm, the reported allegation of loosening. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number c29970. And no non-conformances related to the malfunction were identified.